Manufacturer narrative:
Despite efforts, no additional information was able to be obtained about this patient and device. It is believed the system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a previous transvenous implantable cardioverter defibrillator (ICD) system explanted due to a tricuspid valve repair. A new ICD was implanted with a non-boston scientific right ventricular (rv) epicardial lead for pacing and a transvenous rv defibrillation lead for shock therapy. It was noted the shocking lead was implanted in an epicardial fashion. It was not known how the shocking lead was fixated to the outside of the heart. Approximately two weeks later, lead measurements had significantly changed. On the epicardial lead, the r-wave had decreased from 8mv to 2.8mv and the pacing impedance measurements from 600 ohms to 200 ohms. The shock impedance measurement on the defibrillation lead fell from 60 ohms to 36 ohms. Pacing thresholds on the epicardial lead had increased. The patient was in the intensive care unit (ICU) and had undergone repeat echocardiography and x-rays to evaluate the system. However, the cause for the changes in lead measurements had not been determined. No adverse patient effects were reported due to the placement of the system.

Event description:
It was reported that this patient had a previous transvenous implantable cardioverter defibrillator (ICD) system explanted due to a tricuspid valve repair. A new ICD was implanted with a non-boston scientific right ventricular (rv) epicardial lead for pacing and a transvenous rv defibrillation lead for shock therapy. It was noted the shocking lead was implanted in an epicardial fashion. It was not known how the shocking lead was fixated to the outside of the heart. Approximately two weeks later, lead measurements had significantly changed. On the epicardial lead, the r-wave had decreased from 8 mv to 2.8 mv and the pacing impedance measurements from 600 ohms to 200 ohms. The shock impedance measurement on the defibrillation lead fell from 60 ohms to 36 ohms. Pacing thresholds on the epicardial lead had increased. The patient was in the intensive care unit (ICU) and had undergone repeat echocardiography and x-rays to evaluate the system. However, the cause for the changes in lead measurements had not been determined. No adverse patient effects were reported due to the placement of the system. Additional information was recently obtained from the local representative regarding the outcome of this event. It was confirmed that the system remains implanted and the patient is doing well. It was also reported that the sensed r-wave amplitude for the pace/sense epicardial lead had increased to normal/acceptable values, and the patient is being followed every three months via the remote monitoring system.

Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.